Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the hpc called for MRI compatibility information and stated the patient¿s device is turned off because it¿s not working but wasn't able to provide further details. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: (B)(6) 2019 patltr 1 & 2 (con): additional information was received from the consumer: patient reports the device never did what they said it would, and they didn¿t know the cause. Patient reports they worked on it a couple of times. On (B)(6) 2019 patient reports the ¿c.¿ wasn¿t working for them, and they said they could turn it on again if theywanted to. Patient stated it never did them any good all the time they had the device. No actions were taken to resolve the device not working. Patient weight was reported to be (B)(6). No further complications were reported or are anticipated.